Event description:
Patient reports 4 cassettes from lot 4219999 have given pump error messages; pt reports no issues with pumps, only cassettes. Cassette issues occurred on approximately (B)(6) 2022. Pt changed out the defective cassette and is able to continue infusion. No further info, details or dates available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes, only 1 is; what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: no physical damage has this incident happened within the past 6 months? (Offer nursing evaluation) yes; has this patient reported a pump malfunction within the past 6 months (offer nursing) unknown. Reported to (B)(6) by pt/caregiver.